Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. It was reported that the ventilator had a leakage. The investigation found defective nozzle unit of the gas modules, o2 hose and moisture separator. The problem was solved by replicating the defective parts. After replacement, the ventilator passed all functional, safety, and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced parts not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator's inspiratory channel was leaking. There was no patient involvement. (B)(4).